Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported that on an unknown date, a patient presented with purulent exudate at the site of a wound from a previous rib fixation. Due to the infection, the surgeon decided to remove two matrixrib plates held with thirty-four locking screws. The device was at the right third rib. Patient will be treated with antibiotics. No additional information is available. This is report 9 of 36 for complaint (B)(4).